Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the no image was due to a faulty charged coupled device (ccd) and also found a crack on the connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head image did not appear. The issue was found during preparation for use in an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a charge-coupled device (ccd) failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.